Event description:
It was reported that the surgeon inserted an cq2015 three piece collamer lens and the lens tore upon insertion. The lens was removed without enlarging the incision and there were no sutures required. There was no pt injury.